Event description:
It was reported that during the initial implant procedure, coronary sinus dissection was noted while positioning the left ventricular (lv) lead. The lv lead was explanted and a serum was applied to the site. The patient was in stable condition.